Manufacturer narrative:
The patient also disclosed that she had been recently admitted to the hospital for sepsis. Also, she saw wound care for her wound on her back. The implanting clinician assessed the wound and determined that the coil pocket appears to be red, inflamed, and has drainage. On (B)(6) 2021, the stimulator was successfully explanted. The patient is currently under wound care and was prescribed antibiotics to control the infection. The patient also mentioned to the clinical representative and the implanting clinician that she had been battling a urinary tract infection, and the patient is unsure if this contributed to the sepsis issues. The implanting clinician is uncertain what caused the sepsis and was unaware of the issue until the follow-up appointment. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection/sepsis was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2021, the patient requested the clinical representative to be present during the follow-up appointment since the patient wanted to get reprogrammed. The patient disclosed to the clinical representative that she had been following up with the pcp and wound care for the wound on the patient's back.